Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had rust infiltration. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation in used conditions without original packaging. Visual inspection shows rust on top of the enclosure and inside the water tank. The pole clamp was discolored and the quick connect was rusty along with the main block being rusty. Most probable root cause due to improper solution being used in the circulation cycle. The heater, pump, quick connect, pole clamp, main block and reflux plug were replaced to repair damage and preventative maintenance. A manufacturing device history review was not done as the device is year beyond the manufacturing date. Service history review notes device has not been in for service previously.